Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during normal testing (not on patient use) of cardiosave intra-aortic balloon pump (iabp) pumping normally. After few minutes, iabp shutdown by itself.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) visited the hospital, switched on iabp in service diagnostics/alternate power-up mode. Fault #113 is shown in the alarm log. Fse installed executive processor, pcb (0670-00-0770) into the cardiosave and it¿s operating properly in clinical mode. No alarm appearing. Yes, all functional and safety checks have been performed.